Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "device snapped"? Did the suture thread break during use on patient? Did the needle body break during use on patient? Any patient consequences? Any sample available to be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2018 and barbed suture was used. The suture broke during use on the vault. A different device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: the suture thread broke, the needle body remained intact, there were no consequences to the patient. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.